Event description:
Due to problems with these pumps, and prior to an in-service, the director of sales took this pump home and tested it via hook up to a simulated wound. Utilizing the new power cord & adapter, provided by MFR, the pump was plugged into an electrical outlet friday night and ran steadily at 80 mmhg until sunday morning, when the pump alarmed low battery. Trouble shooting was attempted, the electrical cord had remained plugged into a continuous-stream electrical outlet. The pump shut off after the battery life was exhausted. Pump did pass initial operational function tests.